Event description:
During percutaneous coronary interventention (pci) of a 90% de novo lesion in the distal left anterior descending artery of 7-8mm in length in a 2.25mm diameter vessel, the balloon burst at 20 atmospheres (atm). The lesion was also calcified. It was pre-dilated with a 15x20mm balloon at 18 atm. Post-dilation was conducted and there were no reported complications.

Manufacturer narrative:
During deployment of a cypher select stent to treat a lesion in the distal left anterior descending artery (lad) of an unidentified patient, the balloon burst. There was no reported patient injury. Indication for the initial procedure is reported as 90% stenosis of a de novo, calcified lesion in the lad. The lesion was pre-dilated and the cypher select stent was deployed. Post-dilatation was performed but the reporter indicates that the stent had not been partially deployed suggestive of routine post-dilation versus an under expanded stent. The balloon burst occurred at 20 atms; above the rated burst pressure. Per the instructions for use, inflation pressures should not exceed the rated burst pressure indicated on the product label due to the potential for balloon rupture. There was a non-sterile cypher select 2.25x8mm received for analysis. The balloon had a full axial directed tear. The stent was not retured. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Burst tests performed during manufacturing process were found to be pass. Microscopic examination of the innerbody and markerbands revealed no anomalies. Sem analysis performed on the outer surface of the balloon material revealed no evidence of surface abrasions that might have caused the balloon burst. As mentioned in the complaint description the balloon was burst at 20 atm. However, the rated burst pressure for this device is 16 atm. In the IFU stated: balloon pressures should be monitored during inflation. Do not exceed rated burst pressure was indicated on the product label. Use of pressure higher then specified on the product label may result in ruptured balloon with possible intimal damage and dissection. Conclusion: based on the available information, procedural factors and user handling factors may have contributed to the event as reported.